Manufacturer narrative:
According to the report, bioglue was runny and would not set up. The procedure was a femoral endarterectomy and the hospital responded that they were "sure the process was followed." The syringe was discarded and the bioglue was not implanted. Two other bioglue syringes were used and they worked fine. There was a delay in procedure when the new bioglue was in route to the or suite. (B)(4). Manufacturing records for lot 15muv005 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The lot passed functional testing and met cryolife release specifications. The root cause of the reported event is unknown. However, a possible root cause includes improper de-airing/priming of the bioglue syringe prior to use. The IFU states "before using bioglue in the procedure, the syringe must be purged of the residual air space and the applicator tip must be primed. It is important to hold the assembled syringe upright to ensure that the air bubbles in the solutions are located at the top of the syringe." The IFU also states "each applicator tip must be primed prior to bioglue application. Priming ensures the bioglue solutions are properly mixed. The surgeon should compress the plunger and expel a narrow ribbon of bioglue approximately 3cm long onto a sterile disposable surface."

Event description:
According to the report, bioglue was runny and would not set up. The procedure was a femoral endarterectomy and the hospital responded that they were "sure the process was followed." The syringe was discarded and the bioglue was not implanted. Two other bioglue syringes were used and they worked fine. There was a delay in procedure when the new bioglue was in route to the or suite.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Device discarded by user facility.

Event description:
According to the report, bioglue was runny and would not set up. The procedure was a femoral endarterectomy and the hospital responded that they were "sure the process was followed." The syringe was discarded and the bioglue was not implanted. Two other bioglue syringes were used and they worked fine. There was a delay in procedure when the new bioglue was in route to the or suite.